Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon inserted the instrument and fired across the cecum. The black knobs were pulled back and the anvil did not open, and the knife blade did not retract. The surgeon attempted to manually move the knife blade back, but was unsuccessful. Surgery was converted to an open appendectomy. Surgery delay was reported as 47 minutes.